Event description:
Device appears to be intermittently undersensing on atrial lead. Chronically elevated right ventricle lead impedance > 9999 ohms. Event date: on (B)(6) 2023: patient's threshold has risen after most recent generator change from 2.5v at 0.8ms to over 5v at 0.8ms. T-c threshold is reportedly better and a good work around. All other trends for lead are stable high right ventricle threshold on (B)(6) 2023. "Bkc". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).